Manufacturer narrative:
Complaint allegation is confirmed. Upon visual evaluation, it was noted that the distal tip of the inserter shaft of the knotless 1.8 fibertak® soft anchor, gen2, with #2 suture had broken off. The returned broken piece indicated that the end which broke off from the shaft was bent. The broken tip measured .0415 inches. Functional testing was not performed due to the damage to the device. The method of bone preparation was not provided. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion. Per dfu-0404-sub_eo rev 0 warning - to help avoid inserter breakage and potential patient injury: avoid excessive impaction as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. Visually inspect the inserter for potential breakage after each implantation.

Event description:
On 09/14/2023, it was reported by a sales representative via phone that an ar-3636 fibertak suture tip broke off distally down the shaft. This was discovered during a case with no patient effect. No delay longer than 15 minutes. All fragments were able to be removed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.